Event description:
Customer reportedly received result of 278 mg/dl on the advantage system and 91 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device, however, customer has discarded the system; replacement was sent.